Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, the screwdriver fractured. No pieces fell in to the patient and there was no delay in procedure. Another screwdriver was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual review of the returned device identified a fractured tip, confirming the complaint. The tip appears to have slightly "twisted" before fracturing leading to believe the fracture occurred while torquing the screw. Functional and dimensional analysis could not be completed as a result of the fracture. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.